Event description:
It was revealed during investigation for the low output current, which appears to be unrelated, reported in MFR. Report #1644487-2019-01235 that high impedance was present at one point on the patient's vns. The high impedance was observed to have resolved within a few days in the data at the time. Follow up with the company representative revealed that x-rays were performed, but the physicians were unable to identify an issue. The tablet data was received and the internal generator data was reviewed by the manufacturer. Review of the impedance history log revealed highly variable impedance values and intermittent high impedance, which likely indicated incomplete lead pin insertion or a microfracture of the vns lead. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent vns revision surgery. It was stated that the surgeon performed lead pin insertion troubleshooting, which did not resolved the high impedance. Generator diagnostics were within normal limits with a test resistor. The lead pin was then reinserted and the pin was observed past the second connector block of the generator. The high impedance did not resolve. The generator header was observed to be clean with no obstructions. The explanted lead has not been received by the manufacturer to date.

Event description:
Lead product analysis was completed. The alleged high impedance was verified in the product analysis, or pa, lab. Four breaks were observed in the negative coil past the electrode bifurcation. Scanning electron microscopy, or sem, of the negative coil shows pitting/electro-etching conditions have occurred at the coil break locations. Due to the metal dissolution and/or surface contamination, the fracture mechanism could not be ascertained. Sem of the positive coil exposed service showed that pitting/electro-etching conditions had occurred at the exposed wires. The coil showed signs of wear (smoothed surfaces) at the exposed region. No other discontinuities were identified within the returned lead portion. The inner silicone tubing was abraded open past the electrode bifurcation. The lead assembly had dried remnants of body fluids inside the inner silicone tubing. There was no obvious point of entrance other than the identified tubing openings and the end of the returned lead portion. The portion of the lead assembly containing the electrode array was not returned for analysis and, therefore, evaluation could not be made as that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
The explanted lead was received by the manufacturer and is pending product analysis.

Event description:
Tablet data for the generator was received and reviewed by the manufacturer. Review of the impedance history log revealed highly variable impedance values and intermittent high impedance, which likely indicated incomplete lead pin insertion or a microfracture of the vns lead. X-rays images were received by the manufacturer. The vns generator was placed normally per manufacturer's labeling. The connector pin of the lead does not appear to be fully inserted inside the connector block. The feedthrough wires appear to be intact. The lead visibility varies throughout the length of the lead. A strain relief bend was identified. However, there appears to be no evidence of a strain relief loop or tie-downs as recommended by manufacturer labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and could not be fully assessed. Based on the x-rays received, the cause for the high impedance was likely related to incomplete lead pin insertion. The presence of a fracture or micro-fracture in the lead cannot be ruled out. The low output currents observed in data were previously reported in MFR. Report #1644487-2019-01235.